Manufacturer narrative:
PMA code included. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the patient (pt) reported they were not feeling the tingling sensation only for a short period of time. Pt stated that sometimes when everything is charged up to 100%, it does not appear to be working. When lying flat on their back, they are unable to feel the tingling sensation in their legs. Pt stated they haven't turned up enough their stimulation. Pt stated been let say they're on it for 10 minutes and then they don't feel it's working even though it's charged. It doesn't seem to do it anymore. Pt confirmed they attempted to adjust the intensity. The pt was advised to follow up with their hcp to further address the issue.